Event description:
Info received indicates the bed is slowly drifting into the trendelenburg position.

Manufacturer narrative:
The tech isolated the issue to the valve. He replaced the valve to repair the bed.